Manufacturer narrative:
Follow-up # 1 ¿ (6/20/2013). The patient¿s test strips have been returned and evaluated by lifescan product analysis on 5/21/2013 and 6/11/2013, respectively, with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. The meter has also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (07/17/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 5/31/2013 and 7/10/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging inaccurate results compared to another meter with readings of "6.7 mmol/l" compared to "8.7mmol/l" on an accu-chek meter. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The subject meter and test strips have been returned to lifescan for evaluation. The evaluation of the products have not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.